Event description:
Infusion catheter used to infuse thrombolytic for limb salvage procedure; catheter was found dislodged from targeted site with loop of cather out by 28 cm; safety issue #1 - no markers on catheter to help healthcare provider determine how much the catheter had been dislodged; safety issue #2 - unable to suture of affix catheter so that it remains in place for infusion therapy. Root cause analysis conducted; felt this event was not absolute cause of need for below-elbow amputation; action item from (B)(6) - to notify manufacturer of our safety concerns.